Event description:
Complainant alleged that the clinicans were attempting to cardiovert the heart rhythm of a patient, but the device displayed a "bridge test fail" message during the charging of the unit. The clinician then obtained another device and successfully cardioverted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.